Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(6). According to the information received, a balloon burst on a foley catheter. The balloon burst within 24 hours. The patient had stone formation. No part of the balloon was reported to be missing.